Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device intermittently displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.